Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Prior to the call with tandem's technical support, the customer was able to load a new cartridge successfully. Before changing the cartridge, the customer's blood glucose level was 199 mg/dl; however, it was indicated that the customer's blood glucose level was 240 mg/dl after loading the cartridge. The customer administered a correction bolus via the insulin pump.